Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stimulator has been turning off and started noticed the shaking in their hands return. Patient said that this happened end of january when the old programmer died and received new equipment, and just yesterday. Patient said that doesn't really know how to use the new equipment. Patient said that when received the new equipment, patient set it up and used to turn the therapy on, said it had been off for a while. Patient usually feels the stimulation when first turns it on. Patient said that typically is sitting down when turns stimulation on as can feel a jolt when initially turns stimulation patient said that when turned the stimulation on after set up the new equipment, he was standing and the jolt knocked him over and said that wasn't feeling good, so patient turned the therapy off. Patient called the hospital where programming is performed and was told to come in as soon as possible. Patient said at their appointment was told that the setting was turned up all the way. Patient said that the healthcare provider (hcp) readjusted. Patient said that told the hcp received new equipment however doesn't know how to use them and said was told by the hcp to keep therapy on all of the time. Patient said that typically recharged implantable neurostimulator (ins) battery once a week on saturdays. Patient said that they checked ins battery on friday and therapy was off, so patient turned therapy back on. Patient said that usually when starts a recharge session the ins battery is down to 1/2 and sometimes down to 1/4 of battery remaining. Patient said that usually charges for an hour and battery is fully charged. Reviewed recharging best practices. Reviewed stim longevity. Patient said that hasn't ever seen elective replacement indicator (eri) before and the second doctor t hey spoke with said that the battery would last 15 years. Patient said that now only goes in for yearly checks. Redirected patient to scheduled an appointment for device check regarding stimulation turning off more frequently and to check ins battery longevity. And recharge statistics.